Event description:
It was reported that undeliverable medication occurred with a bd ultra fine¿ pen needle. The following information was provided by the initial reporter, "verbatim: from phone call on (B)(6) 2019 14:56:49: consumer stated patient end of pen needle was bent completely over where the tip was embedded in hub. She noticed it after she tried to inject. Stated when she noticed nothing was coming out, she looked at pen needle and found it bent. No injury. I wanted to make you aware of a defective pen needle I just went to use. The needle tip was folded in half when I went to use it and I wanted to make sure that someone was made aware, just in case this is something that needs to be fixed somewhere down the line. I was using the bd sterile needle 0.25mm x 5mm 31g x 3/16" lot 8233894 exp: 2023-08-31."

Manufacturer narrative:
Investigation: customer returned photos of an open pen needle. Customer states that pen needle was bent completely over where the tip was embedded in hub and nothing was coming out. The attached photos were examined and exhibited the patient end of the cannula to be bent over, which could prevent insulin from flowing through the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The potential root cause of this issue lies at the shielding station in bd assembly process.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that undeliverable medication occurred with a bd ultra fine¿ pen needle. The following information was provided by the initial reporter, "verbatim: from phone call on 2019-05-07 14:56:49: consumer stated patient end of pen needle was bent completely over where the tip was embedded in hub. She noticed it after she tried to inject. Stated when she noticed nothing was coming out, she looked at pen needle and found it bent. No injury. I wanted to make you aware of a defective pen needle I just went to use. The needle tip was folded in half when I went to use it and I wanted to make sure that someone was made aware, just in case this is something that needs to be fixed somewhere down the line. I was using the bd sterile needle 0.25mm x 5mm 31g x 3/16" lot 8233894 exp: 2023-08-31."